Event description:
The customer reported their customer reported that they received a chargepack kit which was missing the electrodes - only the battery was in the box.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review showed all acceptance criteria inspections were within acceptable limits during the production process. No samples were received for this case, but based on the type of issue reported, no sample is needed. An exact root cause could not be determined with the information available. Awareness training through a quality alert was issued. The need for further scale verification, process improvements and/or product inspection was reviewed. No further corrective or preventative actions are necessary. This complaint will be used for tracking and trending purposes.